Event description:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of urticaria ("urticaria problems") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Medical conditions: no allergy test was performed before essure insertion. On an unknown date, the patient had essure inserted. On unknown dates she experienced urticaria (seriousness criterion intervention required) and pelvic discomfort ("problems of pelvic origin"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic discomfort and urticaria to be related to essure administration. The reporter commented: in local publication diario medico gynecologist from hospital reports they learnt that a patient has filed a claim for financial liability for having suffered urticaria problems and other problems of pelvic origin after the implantation of the essure contraceptive method, so it had to be removed a year later. Patient criticised the fact that she was not tested for allergies beforehand. Lawyer discussed the chance of such a claim. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of urticaria ("urticaria problems") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Medical conditions: no allergy test was performed before essure insertion. On an unknown date, the patient had essure inserted. On unknown dates she experienced urticaria (seriousness criterion intervention required) and pelvic discomfort ("problems of pelvic origin"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic discomfort and urticaria to be related to essure administration. The reporter commented: in local publication diario medico gynecologist from hospital reports they learnt that a patient has filed a claim for financial liability for having suffered urticaria problems and other problems of pelvic origin after the implantation of the essure contraceptive method, so it had to to be removed a year later. Patient criticised the fact that she was not tested for allergies beforehand. Lawyer discussed the chance of such a claim. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.